Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has a suspected fracture. There were two alerts on the rv lead; an alert for high/ undefined pacing impedance, and a lead integrity alert (lia) triggered by sensing integrity counter (sic) and impedance variation. The lead was capped and replaced. No patient complications have been reported as a result of this event.